Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the customer was overfilling cartridge with over 300 units. Tandem technical support educated the customer that overfilling the cartridge is off label per the user guide. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 163 mg/dl.